Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient developed a hematoma at the lead site. Surgical intervention was undertaken on (B)(6) 2024 to address the issue. The patient was reported to be stable, and all the products remained implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.